Event description:
Same case as MFR# 2134265-2008-02872. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure was for the treatment of in-stent restenosis in a previously implanted wallstent in the subclavian vein. After the unspecified guide wire crossed the lesion, the lesion was dilated with the 8.0x40mm sterling over-the-wire balloon. The balloon was inflated to 12atms and it was noticed that there was leakage of the contrast media. Upon removal, a pinhole rupture was noticed on the balloon. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "stable".